Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include align, finasteride, folic acid, ranitidine acid, donepezil, namenda, and tamsulosin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The low-profile gore® excluder® device was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. Visual examination of the device showed the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter.

Event description:
Email received from (B)(4), field sales associate: "the olive from this device below came off as it entered the sheath. It was removed with a snare and case completed fine. "Let me know if you need anything else. Case was this morning."

Manufacturer narrative:
.

Event description:
On (B)(6) 2016, a low-profile gore excluder aaa endoprosthesis (rlt261418/14557246) was implanted as part of an endovascular aortic repair. According to the report, the device was advanced and implanted as planned. However, the leading olive reportedly became separated from the delivery catheter inside the introducer sheath. No resistance or other potential difficulties were reported. The physician was able to remove the olive using a snare technique, and the procedure went forward without any further reported complications. The patient tolerated the procedure.